Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the reported difficulties could not be determined. A conclusive cause for the reported patient effects of hemorrhage, tissue damage and the relationship to the product, if any, cannot be determined. The article noted a 16f sheath was used. It should be noted that the prostar xl instructions for use, indications section states: the prostar xl pvs system is indicated for the percutaneous delivery of sutures for closing the common femoral artery access site and reducing the time to hemostasis and time to ambulation (patient walks ten feet) of patients who have undergone catheterization procedures using 8.5f to 10f sheaths. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. (B)(4).

Event description:
It was reported through a research article identifying prostar xl devices that may be related to: inadequate hemostasis; malposition of the suture, the suture pulling out the artery when applying tension for knot advancement; a needle of the prostar deflecting into subcutaneous tissue, and surgical intervention, specific patient information is documented as unknown. Details are listed in the article, titled "percutaneous access and closure of femoral artery access sites associated with endoluminal repair of abdominal aortic aneurysms".